Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 10 mmol/l. The customer also stated that insulin pump unable to detect battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due broken trace at pin on keypad assembly. Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no blank display anomalies noted. Power connector plugged in and locked in place properly. No battery alert noted during testing.